Event description:
It was reported when the device was used during an anterior resection, the device was empty. The case was completed by using stay suture and a different stapler. Patient consequence unknown.